Manufacturer narrative:
(B)(4).

Event description:
The patient felt stimulation in the right side and right shoulder when it should have been in the l4-l5 region of the spine. This started about 1.5 weeks after implant. Reprogramming was done in an attempt to recapture stimulation coverage. X-ray revealed that the percutaneous leads had migrated. It was planned to do a lead revision and implant a surgical lead on (B)(6) 2011.